Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing dyspnea and chronotropic incompetence. Pulse generator interrogation found the device to be operating in backup vvi mode. The device was successfully restored.